Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient and after clamping the mammary artery, this fogarty softjaw spring clip did not clamp the vessel properly. In addition, it could not be removed using the appropriate grasping instrument and then fell into pieces. There were no procedural complications and there was no damage to the vessel. The pieces were retrieved successfully with no additional intervention. There was no allegation of patient injury.

Manufacturer narrative:
The device involved in this complaint was not available for evaluation, since it was discarded. Nevertheless, an image was provided for investigation. As per imagery evaluation, customer report of pieces issue was confirmed. Picture showed a spring clip with the spring and the end cap disassembled. As per our internal procedures end caps must be bonded. No other visible abnormality was observed from the clip. Further evaluation was performed by the engineers in the manufacturing site and based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Additionally, as part of the manufacturing process the units go through everclip spring clips assy inspection process. This inspection consists in verifying the movement of the inner jaw inside the barrel of the outer jaw to ensure smooth action. Compress the "caps" so that it opens and close several times without making loud squeaks. In addition, a pull test to the clips is performed. Edwards will continue to review and monitor all events.